Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider cross checked the main printed circuit board (pcb) and determined the pcb was defective and needs to be replaced.

Event description:
It was reported that the ventilator power cycled back on when it was turned off. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider crosschecked the main printed circuit board clip was broken, clip was replaced and ventilator passed all testing.

Manufacturer narrative:
Device evaluation: the main control printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and thermal damage was found on the components of the power selector circuit. The main control pcb was installed onto the test unit. An investigation was performed and the unit was found to be power cycling after the internal battery was connected without pressing the power button. The cause was isolated to thermal damage on the power selector circuit of unknown origin. If information is provided in the future, a supplemental report will be issued.